Manufacturer narrative:
The product was not returned, therefore no product analysis can be performed. Without return of the product, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve the closure system malfunctioned and a perforation of the access vessel was reported. The access vessel was surgically repaired. No additional adverse patient effects were reported.